Event description:
It was reported that when attempting to interrogate the implantable cardiac monitor, the programmer would lock up and deliver an error message indicating that it needed to be rebooted. Multiple attempts to re-start the programmer were unsuccessful in resolving the issue. It was discussed reloading the software for the device. The patient presented to the clinic on (B)(6) 2017 for software reload. The device was able to be interrogated without any issues.